Event description:
It was reported that the patient presented in-clinic for follow-up due to right ventricular (rv) lead noise over-sensing noted via merlin.net remote transmission. Upon interrogation it was noted that the rv lead also exhibited high capture threshold, and r-wave amplitude variation. Chest x-ray was performed and revealed that the rv lead had dislodged with lack of slack, as well as right atrial (ra) lead micro-dislodgement. Patient had claimed experience of dizziness and tiredness. Isometrics was performed and confirmed noise on rv lead and ra lead. Programming changes were made initially, and later the rv lead was explanted and replaced. Patient condition was stable.

Event description:
Additional information received noted that the right-ventricular apex (rva) lead also exhibited high pacing impedance.

Manufacturer narrative:
The reported events of noise, inadequate capture, r-wave amp variation, and high pacing impedance. A complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be retracted and clogged with blood and tissue. X-ray examination found the over-torqued inner coil consistent with procedural damage. After cleaning, helix was able to be extended and retracted. The measured full helix extension length was within product specification. Electrical testing found no malfunction.